Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device ran in the locked position, had heat, insufficient/low power and could not secure/lock the cutter. It was further determined that the device failed pretest for cutter lock, safety, forward and reverse rotational speed assessments, and handpiece temperature. It was noted in the service order that during an unspecified surgery the device ran normally until the skull was touched and then would not function. Another motor device was used and the surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.